Event description:
Related manufacturer reference number: 2017865-2021-20158. It was reported that a patient presented in clinic with several inappropriate automatic mode switching episodes due to noise on the patient's pacemaker. It could not be determined whether the noise was being caused by the patient's right atrial lead or pacemaker. The noise could not be reproduced with isometrics. No intervention was performed. The patient was stable throughout.